Event description:
It was reported that a 2.5mm coupler had faulty material during the hooking stage of the two rings. A new batch was used to resolve this issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: b5. B5: it was informed that the device was broken. The material was changed two times and then the entire batch was changed to resolve the issue. Additional information: d4, h4, h11. H11: should additional relevant information become available, a supplemental report will be submitted.